Event description:
It was reported that there was an open wound area around the pump, a partially avulsed pump. This resulted in in-patient hospitalization. A surgical revision on (B)(6)2009 involved dissection of the wound, irritation with cefataaime and vancomycin and wound closure. The outcome was resolved without sequelae. On (B)(6)2010, there was a reservoir volume discrepancy. Symptoms were inflammation, redness and discharge to wound site. The pain pump was removed due to avulsion and infection with (B)(6). The outcome was resolved without sequelae.

Manufacturer narrative:
(B)(4)